Event description:
The dealer, (B)(6) stated as he was told via the phone they were lifting a bariatric patient. The user had a brace on one leg and it may have caused the sling to have more weight on one side than the other. The swivel bar tipped and the user ended up with elbows to the floor, but no injuries were reported to evan.